Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a couple of days post implant the right ventricular (rv) lead exhibited pacing failure, sensing failure, undersensing and a thresholds increase. A computerized tomography (CT) was performed and a lead perforation was confirmed. The lead was left inside the heart due to the patients age and replaced. No further patient complications have been reported as a result of this event.